Event description:
During an incident in 2001 involving a patient who was down in full arrest for approximately 10 minutes, this defibrillator prompted no shock, after analyzing. The patient was pronounced at the hospital. The customer's medical director feels that the rhythm on the printout is shockable.